Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the segment broken, the insertion flexible tube (ift) buckled, the nozzle gluing missing, the lcb distal cover glass missing, the segment crushed, the bending rubber leak, the bending rubber cut, the lg prong disinfections damage, the distal body worn out, and the operation channel resistance; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.